Event description:
At 2300, rn realized IV bag appeared to be very full. IV bag marked and observed over another hour, still appeared to be full. Pump switched out and sequestered. The fluid was set to 70 ml/hr, there were drips in in the chamber, however we are not aware how much was actually being delivered to the patient. Manufacturer response for IV pump, IV pump (per site reporter) ongoing issue.